Manufacturer narrative:
Actual codes that were deleted: fdd: a110401, fdd: a0705. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). They reported that they were getting a message on the tablet that said ""stimulation cannot provide the requested therapy"" and ""battery low, contact current clinician. ""Caller also mentioned that the patient had a cardioversion 3 times back in (B)(6) 2026 and that the implant battery was going dead very quickly. The patient had not used their stimulation since then because of everything going on. Technical services (tss) walked caller through 2 resets of the ins using tablet and they retried connecting to ins using tablet. Caller confirmed that there was a charge in the implant at the time of the call of 20%. Caller tried to communicate with the patient's remote (after tablet reset) and was able to find serial number of the implant initially, however caller got a system error 0x2fd84b43 and was unable to connect to ins. The issue was not resolved through troubleshooting. Tss reviewed potential that ins had been damaged by cardioversion. Tss will follow up to get tablet log files.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the most likely cause of the error messages were from the cardioversion. Patient will have a battery replacement and it was confirmed by the physician.

Manufacturer narrative:
Codes nds4242 and nds4021 removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.